Manufacturer narrative:
A ge service rep performed an onsite investigation and verified repairs to magnification by the slide collimator and replacement of the ribbon cable between the communication board and the video switching board. The system was tested and found to be working as intended and put into service.

Event description:
The customer's system showed various intermittent boot up, fluoroscopy and horizontal roll display issues. No pt injury was reported.